Manufacturer narrative:
H2/d11: section d information references the main component of the system. Other relevant device(s) are: cmptr 9735225r rollingstone s7 refurb h2/h3/h6: internal analysis was completed. It was reported that the vga splitter was bypassed but the issue persisted. The cables were all reset which seemed to resolve the issue. This was observed for three different cases without issue. The pc was going to be observed but not replaced at this time. Codes 10, 114 and 4307 are applicable. The system was serviced in the field as passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during navigation, the staff cart monitor and surgeon monitor got half black and started to flicker. The keyboard did not respond. The site bypassed vga splitter, but the issue persisted. A forced reboot was done. This was reported post-operatively of a cranial resection procedure. There was no reported delay to the procedure. There was no reported impact to the patient. Medtronic received information that the graphics card on the computer of the navigation system was causing the reported issue. It was reported that troubleshooting identified the issue after bypassing the splitter and connecting the staff monitor directly to the graphics card input on the pc. Rebooting the issue did not restore functionality. It was reported that the issue occurred at the conclusion of the procedure following completion of navigation and that the issue occurred on both monitors.